Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the physician felt that the suture sleeve of the right ventricular (rv) lead was faulty and he tried again with another suture sleeve but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.